Manufacturer narrative:
Follow-up # 1 date of submission 10/10/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/25/2013 with the following findings:during a review of the pump¿s history, no reboots were observed. A visual inspection of the pump showed that the battery compartment and battery cap were intact; however both had evidence of moisture corrosion. There was evidence of a leak in the battery compartment. The battery cap was able to fully tighten on to the pump but a power loss was observed. The pump was exercised for 24 hours with no subsequent power losses. The pump cover was removed and evidence of internal moisture was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, the pump was rebooting without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.